Manufacturer narrative:
During the device evaluation, a damaged o-ring on the needle valve was found to be a potential cause for the reported air leak, which can lead to the device remaining activated.

Event description:
It was reported that during testing conducted at the manufacturer facility, the maestro drill with handswitch was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.